Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a stroke. Blood glucose was 47 mg/dl - 388 mg/dl. Customer does not know the cause of the stroke or low/elevated blood glucose and does not know if the event was related to pump or supplies. Customer was treated with glucose gel tablets for low blood glucose and insulin drip for elevated blood glucose. There was no permanent damage to the customer. Customer was discharged (B)(6) 2019. Customer did not have the basal iq feature turned on during low blood glucose event.